Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that after 40 mins of use, the device knife did not retract and the instrument could no longer be opened. It is unk if the device was on tissue when this occurred. The surgeon opened another instrument and completed the procedure with no further difficulties. There was no pt injury.